Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lapscope procedure, the device was opened intra-operatively to retrieve a specimen laparoscopicly but upon opening, the surgeon noticed the pouch was torn. A new device was opened to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n91c43. The analysis results of the pouch device found that it was received fully deployed. The suture and the bag were returned for analysis, separated from the device. The bag was received fully cinched. However, no evidences of the pouch being torn or cut was found. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.